Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer stated that the pump does not seem to be working. The customer stated that she went into diabetic ketoacidosis last night. The customer was treated with insulin pen. The customer stated that she changed the set at least three times in the last 24 hours. The product was not returned for analysis.